Manufacturer narrative:
(B)(4).

Event description:
A patient's "tube" and lead wires were coming through/sticking out of their skin. The pt had felt a stabbing sensation, and noted they were getting paralyzed. The implanted device had been previously removed, but the leads were left in place. The patient's status was fair. The pt wanted the leads to be explanted. The patient's outcome was not reported. Additional info has been requested from the hcp, but was not available as of the date of this report.